Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed drawers require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable had connection issue. A field service engineer (fse) identified that no med cart devices were available in hardware test application (hta) or the application. They disconnected the two towers from the communication sled and ran hta successfully on the main and seven-drawer auxiliary units. One of the tower connectors did not appear to be fully connected. The towers were reconnected one at a time, and both began functioning normally. The customer was then able to access and inventory all devices. Hta was run again, and debris was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawers require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.